Event description:
Customer reported that the insulin pump had froze and when they replaced the batteries it alarmed failed battery test. Customer stated she suspended the pump for shower and when she got back to it the insulin pump screen scrolled down to utilities without her pressing the arrow button. Customer mentioned that she was unable to clear the failed battery test alarm due to the buttons on the insulin pump being unresponsive. Customer mentioned that she sweats a lot and the insulin pump may have been exposed to sweat. Customer's blood glucose reading at the time of the call was 162 mg/dl. No further information reported.

Manufacturer narrative:
The insulin pump was received with intermittent up and down arrow button response due to corroded keypad traces. No unexpected numbers scrolling during testing. The insulin pump received with normal operating currents. The insulin pump monitored for several days and no failed battery test alarms occurred during testing. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratches on lcd window, scratched reservoir tube window, cracked belt clip slot, and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.